Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. Causality was attributed to touch contamination due to the patient disconnecting himself to utilize the restroom. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). Those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction, caused or contributed to the serious adverse event(s) experienced by the patient. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on all liberty cycler sets lots shipped to the patient during the three-month timeframe preceding the event date. All lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a cause could not be confirmed and a conclusion could not be determined. The user guide was reviewed and states a warning prior to treatment that ¿you must use aseptic technique as directed by your pd nurse to prevent infection.¿ at this time, the reported issue could be attributed to end user error in accordance with the clinical investigation.

Event description:
It was reported by a patient contact that a peritoneal dialysis (pd) patient developed peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) due to abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed a significantly elevated white blood cell (wbc) count (result not provided). The patient was diagnosed with peritonitis, admitted, and started on intraperitoneal (ip) vancomycin (dose, frequency not provided). After 3 days the peritoneal dialysis cultures showed no growth, and the patient was discharged home. The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) therapy while hospitalized without issue. After 5 days the cultures returned positive for gram positive enterococcus faecalis, and the patient¿s vancomycin was discontinued. The patient¿s nephrologist prescribed ip ampicillin daily, oral amoxicillin daily and oral nystatin daily (dosages not provided) for 14 days. Causality was attributed to a touch contamination event. The patient¿s spouse connects and disconnects the patient from ccpd therapy. However, the patient admitted in the morning they will often disconnect themselves to use the restroom. The pdrn stated the events were not caused by any fresenius device(s), drug(s) and/or product(s). Following discharge, the patient resumed utilizing the same cycler as before the events. Additional information (e.g. Discharge summary) was requested, however the pdrn had not received the document.